Event description:
It was reported that the leads had high impedances. The patient was also experiencing inefficient pain therapy. The patient underwent a lead revision procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Sc-2317-70, sn: (B)(6). Investigation results. The device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code: qrb additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7076400, UDI: (B)(4). Product family: scs-ipg-r-MRI: upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 519143, UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient was also experiencing inefficient pain therapy. The patient underwent a spinal cord stimulator (scs) revision procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Correction to the initial MDR on blocks b5 and h11. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7076400. UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient was also experiencing inefficient pain therapy. The patient underwent a lead revision procedure and was doing well postoperatively. The explanted devices were not returned.